Event description:
Additional information was received reporting that the report showed monopolar contact 8 - 28.396, 11 - x high, bipolar pairs 8/9 -33,922, 8/10 - 34,614, and contacts 8/11, 9/11, 10/11 - x high. The contact points which stimulation was carried out were shown as "in-range" but almost identical monopolar values (contact 9 - 963 and 10 - 953). Technical services suspected that a short circuit may also be present but is masked by the high impedance value at the other contact points.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional review indicates that information from manufacturer¿s report#: 2182207-2024-04225 was already reported in this report (#: 30 04209178-2024-19065). Any additional information regarding this event will be submitted as a supplemental submission to this report #: 3004209178-2024-19065. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, lot#serial#: (B)(6), implanted: on (B)(6) 2024, explanted: on (B)(6) 2024, product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that they couldn't do much, they chose to program a different dbs program (bipolair bdz) on the contacts without high impedance. The ins was almost empty, and having a change in october (percept pc to activa rc). Neurosurgeon will measure impedances intra operatively and then will decide on the next steps. The issue did not resolve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with severe holmes tremor had an implantable neurostimulator (ins) switch in (B)(6) 2024. Abnormal electrode impedances were found on the right ventral intermediate nucleus (vim) electrode at contacts 8 and 11 (high). These abnormalities had first been measured in (B)(6) 2024 immediately after the ins switch surgery. No explanation was found for these abnormalities, despite radiographs taken. Due to these abnormal impedances, no effective therapy was given, resulting in return of symptoms, increased tremor. To improve the clinical effect, the healthcare provider (hcp) programmed group a on 2024-apr-19. The settings are: left: 5.0 ma, 90 us, 210 hz and right: 5.0 ma, 90 us, 210 hz. This gave sufficient effect on tremors, as good as it was the best times before the ins switch. However, even before the hcp began adjusting the dbs therapy, the expected battery life was only 8 months, despite the recent ins switch. Since then, this expected lifetime has never exceeded 9 months. Meanwhile, the expected lifetime was 6 months, despite the battery status being ok. The patient experiences no side effect, the clinical effect is sufficient, and ultimately, the patient would like a rechargeable battery as they do not like surgery. Group c was used prior to the hcp activating group a and contact point 11 was used. It was reviewed that high impedance can affect the longevity of the ins because it is programmed in constant current and since contact 11 was used in programming, this most likely contributed to the faster drain of the ins battery. A longevity estimation was calculated showing less than 12 months from implant.

Event description:
Additional information was received reporting that surgery was on (B)(6). The ins was replaced to an activa rc and the right extension was also replaced. All impedances were within range after the surgery.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID neu_unknown_ext. Serial# unknown. Explanted: (B)(6) 2024. Product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.